Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) confirmed the error and replaced the air valve assembly to address the reported problem.

Manufacturer narrative:
Results: air valve assy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. There wasn't any patient involvement.

Manufacturer narrative:
Date: (B)(6) 2014. The reported complaint of air valve liftoff failure (e/c 1012) was duplicated and found to be the result of contamination on the poppet and the blower valve seat. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. There wasn't any patient involvement.